Event description:
It was reported that the atrial lead had pulled back into the superior vena cava (svc). The lead had high impedance and low p waves. The lead was unable to be removed so it was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).